Manufacturer narrative:
(B)(4). Date sent 4/23/2025. D4 batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the leak addressed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an exploratory laparotomy the surgeon who went placed the stapler on the bowel. She went to fire, but no staple fired. When she went to remove the stapler, the stapler cut the bowel. Causing leakage of stool. Physician used a different stapler. Adverse event or injury: possibility for infection due to exposed open bowel.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. (B)(4).